Event description:
The manufacuter sales rep reported that the device was missing component during a demo. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.